Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During a routine inspection of hospital's inventory, the 19mm proximal cone body reamer was found to be cracked. No associated procedure.